Event description:
Boston scientific received information that during an attempted implant, high thresholds and difficulty with the helix mechanism were reported with this right ventricular lead. The physician then confirmed a pericardial effusion and aborted the procedure. The lead was removed and will be returned for analysis. No further information was received regarding the patient's condition.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination revealed a completed lead, no visible setscrew markings on the terminal pin and a retracted helix; however blood was visible within the helix housing. There were no breaches in the lead's insulation. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Analysis concluded that the lead was electrically continuous, with no manufacturing anomalies that would have caused the reported threshold issues. Engineers were able to confirm helix extension/retraction issues; concluding that this had been induced due to dried blood within the helix housing.